Event description:
Approximately four months after hvad implantation, the patient developed a visual disturbance (crossed eyes and loss of focus) and a rightward lean that was noticed by his wife. Prior to this event, the patient had been reported to be active and at home. A computerized tomography (CT) scan revealed a small to moderate area of ischemia in the right frontal and left cerebellar area. Laboratory findings on the day following the patient's admission included an inr of 2.8. Two days after his admission, the patient's symptoms had resolved and he was discharged home with an inr of 2.0 and a plan to increase his therapeutic inr goal to between 2.5 and 3.0. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. While the exact cause of the event could not be conclusively determined, the patient's previous history of carotid artery disease may have been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Strokes are a known potential complication associated with patients implanted with vads. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.